Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was observed that the ac cord was connected during a checkup on the device, the device belched out a smoke from the inside and thereafter the device no longer powered on. The device's system board, front panel/keypad led board, lcd, blower assembly, and battery fan were replaced to address the issue. In addition of the above evaluation, the technician performed repair test, alarm checking, battery checking, run testing, cleaning and the software was updated. The device's stirring fan foam and 43-micron filter were replaced, which was not related to the malfunction/issue.